Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. There were no anatomical or tissue/calcium interference affecting expansion. There were no deployment or retraction difficulties during procedure. It was noted after implant that there was minimal paravalvular leakage. A post-implant balloon aortic valvuloplasty was performed due to perivalvular leak, using a 20mm non-abbott device. Post-intervention, echocardiography noted the aortic leakage was minimal at grade 1. The patient status was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak post-implant was reported. Information from the field indicated that no anatomical or tissue/calcium interference affecting expansion was noted and there were no deployment difficulties noted. No information was received regarding valve sizing, annular calcium distribution, or implant depth. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.